Event description:
Healthcare professional reported, intracapsular rupture, silicone leakage. Reason for revision. Capsular contracture, baker grade ii. The breast is hard, but maintains a normal appearance. Inflammation siliconoma discovered. Surgery and pain. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.